Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. This report is for patient two (2) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. The labs for the patient were sent but the results are not known. The patient was undergoing prep treatment and was prescribed cabotegravir prior to testing. Although requested, no additional information regarding patient treatment or outcome was provided.

Event description:
The customer reported two (2) false positive results with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. This report is for patient two (2) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. The labs for the patient were sent but the results are not known. The patient was undergoing prep treatment and was prescribed cabotegravir prior to testing. Although requested, no additional information regarding patient treatment or outcome was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required information to enable further investigation, such as the kit's lot number, was not provided, and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/ unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.